Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that patient faced two infusion set fell off events during use on 29-may-2024.one infusion set was in use for 2 days and one for 10 hours. Blood glucose level reported during an event was 15 mmol/l. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2.